Manufacturer narrative:
A partial lead with the connector pin measuring 11.4cm was returned for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that an increase in pacing lead impedance was observed over one months time. Patient was asymptomatic. Lead was capped and replaced without complication.